Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2018-00100. It was reported the patient's extension caused discomfort. As such, the patient underwent surgical intervention on (B)(6) 2017, wherein the extensions were relocated. It was noted during the procedure, the physician moved the extensions toward the midline and spine area and then retunneled toward the ipg pocket.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-00100. Follow-up information revealed the patient has effective therapy and the issue is resolved.